Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. One report providing ftir analysis of the particles inside the vial was provided. As the specific product in use is unknown, it cannot be verified the particles identified in this analysis are our product or not. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a failure related to our product or definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that a white foreign substance was found floating in the endoxan when dissolved with the unspecified bd phaseal¿ protector. This occurred 3 times during use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about foreign matter found in vial during preparation of an anticancer agent. A medical institution requested... To investigate a white floating substance found in... Endoxan for injection when it was dissolved using phaseal protector. After analyzing the foreign substance, the medical institution reported that they guessed it was the following foreign substance from three vials. Olefin, magnesium silicate-like substance, gelatin-like substance, plastic sealant."